Event description:
Per the clinic, the patient experienced a migration of the electrode array (specific date not reported). The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 20, 2015.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.